Manufacturer narrative:
Date sent to the FDA: 12/17/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reported that the suture broke at an unspecified time following a c-section. The patient was returned to surgery for repair. Additional information was requested; no further information was received.